Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, high threshold was noted and it was determined the lead was dislodged. Attempts to reposition the lead failed. The lead was replaced without further consequence to the patient.

Manufacturer narrative:
Product analysis: r-wave very low and high capture threshold were not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood. Electrical testing on the lead did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of repositioning/explant. The helix would not extend due to inner coil and distal coupling clogged with blood. Cut the lead at 0.9 cm from the distal tip. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification.